Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon investigation, there was thermal damage to the multiple components of the computer/analog board causing fault. Additionally multiple components on the computer/analog board and the defibrillation board were shorted. The root cause for the damage was high voltage deviated to low voltage circuits. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.